Event description:
Allegedly revised due to infection. Age at primary: b)(6). Side: l. Primary asa: p1-fit and healthy . B)(4) sex: f. Primary bmi: b)(6). Additional product information received on 1/12/2017: neck product information now available.

Manufacturer narrative:
Additional codes added to initial report.